Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 383539, batch no.: 9029871. It was reported that before use of the bd nexiva¿ closed IV catheter system the unit has no clamp on the tubing and the vent cap falling off. The following information was provided by the initial reporter: I am not sure if this a just a fluke but lot number 9029871, 18 ga 1.25 in ref 383539 this unit has no clamp on the tubing. I did have a staff member tell me they have seen this another time but discarded due to being open. They caught this one prior to removing from the package. Also have you had any concerns over the vent cap falling off when removing from the package on any sizes of the nexiva needles?

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
Material no.: 383539, batch no.: 9029871. It was reported that before use of the bd nexiva¿ closed IV catheter system the unit has no clamp on the tubing and the vent cap falling off. The following information was provided by the initial reporter: I am not sure if this a just a fluke but lot number 9029871, 18 ga 1.25 in ref 383539 this unit has no clamp on the tubing. I did have a staff member tell me they have seen this another time but discarded due to being open. They caught this one prior to removing from the package. Also have you had any concerns over the vent cap falling off when removing from the package on any sizes of the nexiva needles?